Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that an exxcel soft eptfe graft was implanted on (B)(6) 2011 and on (B)(6) 2012, after performing thrombolytic therapy, the transection was performed and the physician found that it was easy to cut through the graft upon suturing. The hosp will reportedly not be returning the product in question.